Event description:
It was reported that an rf probe arced and flames came out beyond the insulation. F/u with the user facility additionally found that the device was not near the pt when it malfunctioned, and that there was no pt injury.

Manufacturer narrative:
Final investigation showed that the device had insulation that was broken away from the distal tip, causing the device to not function properly. The device did not pass an electrical test. Such damage is typically consistent with failure to use sufficient irrigation when the device is in use. It was not possible to duplicate the reported device failure.